Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device turned off. Complainant indicated that upon arrival at the hosp, the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.